Manufacturer narrative:
On 01/24/2020, the mentor failure analysis lab received the device for evaluation. On 02/06/2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the sample, a tear was observed on the anterior view. Microscopic examination was performed and the cause of the rupture could not be identified. Causes of deflation of saline- filled implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The second product received is related to a concomitant device, therefore no further investigation is required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 300cc and experienced a deflation on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.